Manufacturer narrative:
The device was returned to vygon on (B)(4) 2010. Results of the investigation are pending and will be sent in a f/u MDR.

Event description:
After attaching the normal saline primed primary solution set to the pt's primary IV line, the solution was noted to be dripping from the lower area of tubing near the attachment to the primary IV. After closing the clamp and checking the lever connection cannula to confirm placement, the clamp was opened. Fluid was leaking at seam below the distal y site and tubing fell apart. No harm occurred to the pt.